Event description:
The customer reported that she did a correction, but the numbers kept scrolling while treating her high blood glucose. The caller changed the battery and the insulin pump alarmed weak battery. Then she changed again the battery and got a blank screen and nothing is functioning. The blood glucose reading was 381mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms or blank display was noted. The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No frozen display was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received without the belt clip. The insulin pump had a cracked belt clip slot at the battery tube threads, a cracked reservoir tube lip, cracked display window corner and minor scratches on the display window.